Event description:
In 2008, the sales rep reported that during inspection of the kit, it was noticed that the end extender sleeve was damaged. Add'l info received via telephone. On 21 feb 2008, the sales rep reported that the sleeve is chipped where the polyaxial screw fits in. There was no report that the event occurred during surgery. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device MFR date is unk. Eval is pending upon the return of the product.